Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's graphical user interface (gui) was unresponsive to touch. The device alarmed and could not be silenced until the unit was unplugged from ac power and the batteries removed. Despite requests for additional information, it is unknown if this event occurred during testing or while in patient use.